Event description:
It was reported that prior to starting a da vinci-assisted gastrectomy surgical procedure, the (B)(6) bipolar forceps was found to have a frayed cable. The customer used a backup instrument of the same kind to continue, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use. There were no signs of thermal damage at the site of the insulation damage. It was unknown if the instrument collided with any other instrument or tool during the last procedure. The procedure was completed using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(6) bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The instrument was placed and driven on an in-house system. The instrument passed an electrical continuity test. No material was missing from the conductor wire. The conductor wire was exposed as a result of the damaged insulation. The root cause of this failure is attributed to a component failure. A review of the device logs for the maryland bipolar forceps (part #471172-17 / lot/serial #k10220530-0257) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022 via system serial (B)(4). There were 13 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the (B)(6) bipolar forceps instrument had conductor wire insulation damaged, and the conductor wire was exposed as a result of the damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the conductor wire insulation damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.